Event description:
A pharmacist called for help with a customer's elite meter. While troubleshooting, it was discovered the customer's meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A new contour meter kit was sent to the customer.